Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s1. The following day, the patient complained of back pain. The patient underwent a revision surgery in which the crosslink, set screws and rods were removed. Two bone screws were redirected in the vertebral body.